Manufacturer narrative:
The manufacturer became aware on 09-jan-2026 that the user experienced a hypoglycemic event on (B)(6) 2025 that required emergency medical services and emergency department evaluation following a motor vehicle incident. The user reported a recent cartridge and infusion set change prior to the event, after which the user experienced loss of awareness and was treated by emergency medical services with glucagon; the user was not admitted and was discharged the same day. A review of available device data showed documented hypoglycemia on the reported event date, including a rapid decline in cgm glucose following a supply change, with multiple hypoglycemia-related alerts generated by the device. No confirmed device malfunction was identified in the engineering logs, and insulin delivery behavior was consistent with system design based on available cgm data. Based on the information available, the event appears most consistent with hypoglycemia of unclear etiology occurring after a supply change, with no confirmed device malfunction identified. The cause of the event remains undetermined, and no further evaluation is possible unless additional information or the device becomes available for physical assessment.

Event description:
On (B)(6) 2026, the user reported that on (B)(6) 2025 they experienced hypoglycemia with a blood glucose of 24 mg/dl. The user was unable to self-treat the low blood glucose and required assistance from emergency medical services, who administered glucagon. The user was evaluated by emergency medical services and in the emergency department and was discharged the same day without hospital admission.